Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. It was reported that the pump repeatedly emitted occlusion alarms despite infusion set and cartridge changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/03/2014 with the following findings: there were occlusion alarms due to high force observed in the black box and alarm history. There were no occlusion alarms duplicated during investigation. The force sensor calibration reading was within specification. The battery and cartridge caps were not returned with the pump, so test caps were used to complete the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.